Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not working. The patient claimed that although he would be able to deliver approximately 150 units of insulin via the pump, his blood glucose (bg) levels would remain elevated above "180 mg/dl." His usual bg levels are around "130 mg/dl." During the time of concern, the patient mentioned that this bg's were in the "190-200 mg/dl" range and he had a symptom of being lethargic. He denied having developing ketones, or symptoms of nausea, vomiting, and shortness of breath. He also denied using injections during the time of concern. Through troubleshooting, the anm representative involved in this contact noted that there was nothing structurally wrong with the pump. The pump's basal rate and tdd were found to be accurate according to the patient. The patient indicated that he does not have an I:c ratio, isf, or bg target programmed in the pump. He was reportedly calculating his boluses independently from the pump and was manually entering them in. The pump's history did not show any suspensions. The pump's prime history revealed that the patient was changing his infusion sets (ifs) between 4-7 days. The patient admitted to having extensive scar tissue. The patient was instructed on changing the ifs every 2-3 days. The patient also claimed that he had spoken to a certified diabetes educator (cde) and was instructed to call anm to request for a new pump. The patient demanded for a replacement pump. The pump was replaced. On (B)(6) 2012, the patient called anm back and provided additional information. During the subsequent contact, the patient explained that during the time of concern, his bg's were adequate for the first 50 units delivered from a cartridge. However, he claimed that when the cartridge would have 130-150 units remaining, his bg's would remain in the "180 range" mg/dl. After receiving the replacement pump, the patient claimed that his bg's returned to baseline immediately although he was using the same cartridge and skin site. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not working right and his bg's returned to baseline immediately after using a replacement pump. However, at this time, it is unclear if there was an actual pump malfunction or that the device contributed to the patient's elevated bg levels considering no issues were found with troubleshooting. There is evidence that possible use-error contributed to the patient's high bg levels since the patient was not changing the ifs as recommended and was using sites with extensive scar tissue. There is also no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following the total daily insulin totals and correctly reflect the user's programmed basal rate. A 10 unit normal bolus was performed successfully and both were accurately recorded in the pump history. There were no functional defects found with the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.